Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer also reported that the insulin pump had received power loss alarm. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. Customer had received a low battery the night before and did not change the battery. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed-set.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected power loss or low battery alarm noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.